Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 13 mg/dl, resulting in customer being "out of it". Low bg cause was not known. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline, resolving the issue. Reportedly, no permanent damage was caused by event. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.